Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician performed testing on model lap top ventilator 1100. The unit passed all testing and met all carefusion manufacturer specifications. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA".

Event description:
It was reported to carefusion that a patient passed away while connected to model lap top ventilator 1100. The ventilator was alarming when the mother entered the room. At this time, it is unknown what alarm was displayed. There are no allegations of ventilator malfunction.